Event description:
During a programming session, a company rep observed charging issues between the implant and external equipment. A boston scientific rep performed device eval. The problem was confirmed. Explant surgery has been recommended.